Manufacturer narrative:
Product support advised customer to replace the battery and swap the power management (pm) board to address the problem. The customer has not contacted tech support for additional support since tech support recommendation to swap pm pcb.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A customer reported that the ventilator operates under battery power however they are receiving an error code of 1124. The customer has replaced the battery. The customer was advised to change the power management printed circuit board assembly. No patient harm was reported.